Event description:
A report was received from a user facility in (B)(6) stating: "stable chamber clogged. No pt impact, no product returned".

Manufacturer narrative:
Product is not available for eval. Sterilization and lot history records were reviewed and no exceptions were found. This report is related to the event reported on MDR# 1920664-2014-00259.